Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During a gynecological laparoscopic procedure, the probe tip broke off inside the patient. The broken tip was retrieved from the patient. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-10103 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of the evaluation on february 14, 2017, omsc confirmed that the probe was broken at 13 mm from the distal end. There was a scratch mark on the probe. The shape of the fracture surface showed that the crack developed with the scratch mark as the starting point. A scratch mark occurred on the non-insulated part of the grasping section. The ptfe pad was severely worn. The manufacturing history of the subject device was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was severely worn since the user output the device in seal & cut mode without contacting tissue (including after the tissue already cut). Since the ptfe pad was severely worn, the probe contacted with the non-insulated part. The scratch occurred on the probe and the non-insulated part when the user output in seal & cut mode with the probe contacted to the non-insulated part. The crack developed with the scratch mark as the starting point when the user output in seal & cut mode or grasped the tissue. The probe was broken when the user grasped or output load inside the patient. The following details are found in the instruction manual as warning: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.